Manufacturer narrative:
The customer¿s report of j-loop extension set causing pressure limiting during CT scan was confirmed. Photo provided by customer of image shows the pressure limiting on the high pressure scans. The root cause was not identified as no product was returned.

Event description:
It was reported that the extension set causes pressure limiting on high pressure CT scans, upon administration of saline and IV contrast. It was observed that upon injection of saline, the on-screen indicator immediately spikes up and never comes down to zero after the injection. The contrast was administered through the extension set that is connected to a 20 gauge IV catheter at 5ml/sec and pressure of 300psi. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension set causes pressure limiting on high pressure CT scans upon administration of saline and IV contrast. It was observed that upon injection of saline, the onscreen indicator immediately spikes up and never comes down to zero after the injection. The contrast was administered through the extension set that is connected to a 20 gauge IV catheter at 5ml/sec and pressure of 300psi. Although requested, no additional information was provided.